Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate that the unit was not charging and will not function on batteries or ac. The stm found that the console was not fully docked in the cart. To solve the problem, the console was reseated in the cart and then was verified proper charging and battery switching. Subsequently, the stm perform all functional, pneumatic and electrical safety tests. Unit passed all test. The iabp was released and cleared for clinical use.

Event description:
It was reported that during daily routine testing, the batteries were not charging in the cardiosave intra-aortic balloon pump (iabp).there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during daily routine testing, the batteries were not charging in the cardiosave intra-aortic balloon pump (iabp).there was no patient involvement, and no adverse event reported.